Manufacturer narrative:
Report date: 29sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that there was a burning smell and then unit shutdown. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
The field service engineer (fse) reported that the battery was replaced due to auxiliary alarm supply failed errors and battery failed errors that indicate a battery-related issue, and the unit was overheating, causing the unit to shut down. Preventative maintenance testing completed, with filters replaced. Device functional and safety tested, all confirmed to be working correctly. Upon further investigation, MFR report#- 2031642-2021-05101 is reported in error. The following information has been reported that the issue was found in the biomedical workshop, which is outside clinical use. Therefore this complaint no longer meets reportability requirements.